Event description:
It was reported that the customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 370mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. The customer mentioned having sometimes bent cannulas, and the customer an pinch up an inch of his skin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.